Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error code of 800:18. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that a failure of "reading out of range" was noted during the manufacturing of this device. The pump was retested and passed all subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with failure codes of 701:00, 703:00, 800:18 and 800:28 were confirmed by baxter personnel during product evaluation. All of the failures were found to have been caused by a faulty user interface module printer circuit board. The user interface module printer circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.